Manufacturer narrative:
Visual inspection performed by r&d project manager the spring ball plunger is came apart as described in the complaint. It is possible this occurrence was influenced by variation in production/assembly or wear of the instrument, however this cannot be confirmed. Evaluation of the solution on going. Batch review performed on (B)(6) 2019: lot 1754328: (B)(4) items manufactured and released on 12-mar-2018. No anomalies found related to the problem. To date another similar event has been reported on the same lot. Clinical evaluation performed by medical affairs director. A part of the broach handle got dismantled during impaction of the broach. The locking ball remained in the femoral canal, probably undetected by the surgeon until final xray, after stem implantation and surgical closure. The ball is made from surgical grade stainless steel, not meant for long term implantation, but the final position of the ball will probably shield it from mechanical stresses and from heavy vascularized areas, so it was probably decided that the removal would subject the patient to a much heavier risk than leaving it in the canal. There is no clinical cause for this event. We have no grounds to exclude that corrosion may take place, although we estimate this to be rather unlikely, based on anecdotic experience, and most probably the consequences of said corrosion would be minor. Sales representative reported as follows on (B)(6) 2019: the surgeon has informed the patient. There are no further steps.

Event description:
During surgery the spring and ball of the instrument fell into the patient's wound. The spring was found and removed while the ball remained in the patient. No revision surgery has been performed at the moment.